Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient was found dead in his apartment approximately 53 months after the device implantation. The device was not explanted, the patient was buried. The patient was reportedly not pacemaker dependent and no ICD therapies have been delivered in the past. During the last follow up on (B)(6) 2021 no peculiarities were observed. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.